Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 02485 & 03836).

Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1999. Subsequently, patient underwent a right hip revision procedure in 2006 due to an unknown reason. Patient alleges poly wear and osteolysis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1999. Subsequently, patient underwent a right hip revision procedure in 2006 due to an unknown reason. Patient alleges poly wear and osteolysis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2014. The modular head and liner were removed and replaced.

Event description:
It was reported patient underwent a left total hip arthroplasty in 2006. Subsequently, patient alleges poly wear and osteolysis. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; date implanted - 2006; PMA/510(k) number; manufacture date ¿ unknown.